Event description:
A caller reported experiencing a cartridge alarm with their insulin pump, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump, advising the customer on managing insulin delivery using an alternate method, verifying that the replacement pump would have updated software, and instructing them on how to return the old pump. The customer acknowledged all guidance provided.